Event description:
In my case, I have been wearing dexcom glucose monitoring sensor g4, g5 and g6 since 6 years ago. And this year in february I started to have allergy to dexcom adhesive. I have tried in different places from usual and the effect it was the same and have tried different creams, sprays protective (skintac) and nothing worked. Some users in internet (B)(6) say that dexcom have change the adhesive formula recently. I have contact dexcom support in europe, they replaced the sensors but not explain anything about adhesive change. FDA safety report ID # (B)(4).